Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) would oversense with deep breathing and the patient received inappropriate shocks while his intrinsic rate was in normal sinus rhythm.